Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 155 mg/dl. The customer states that the sensor is predicting low blood glucose when in reality the glucose level is normal. The customer was helped with the device and was advised to monitor the sensor for any future issues. No further information was provided.